Event description:
It was reported that the patient sought treatment at the emergency room for pain. The patient indicated that the device worked fine, but they could not "handle the pain". Further information has been requested. See manufacturer report # 3004209178201001875.

Manufacturer narrative:
(B) (4)